Manufacturer narrative:
Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient developed a fever of 102.6 on (B)(6) 2016 at 08:26 a.m. The patient was started on antibiotics and labs were drawn. Blood cultures were positive and infection disease consult was done. Patient developed new fever, no focal symptoms, no cough, sob, gi, gu symptoms, no exit site drainage and no leukocytosis noted, worsening renal function. Patient hospitalized two weeks awaiting orthotopic heart transplant ("oht"). It was stated that there was a new onset of high fever and it does not appear to have a pneumonia or uti. It was further stated that the lvad exit site is benign. Also noted is that the primary concern is an endovascular focus of infection - line or device. Recommendation was made for removal of PICC and was ordered, awaiting blood cultures, sent rapid influenza screen, on vancomycin/cefepime "empirically for possible line pathogens." It was documented from the site that the resolution date for the sepsis was (B)(6) 2016. No further information available.